Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during implant, the lead exhibited a fracture when the stylet was withdrawn. The lead was replaced.